Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d134 was performed. There were no nonconformances related to the complaint. This lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, clot observed, alarm #16: collect pressure, alarm #17: return pressure, alarm #25: prime 1, and alarm #59: a/c pump (#5) error. No trends were detected. The smart card was returned for analysis. Review of the data recorded on the smart card confirmed the occurrence of collect and return pressure alarms, as reported by the customer, as well as alarm #25: prime 1, and alarm #59: a/c pump (#5) error. Analysis was unable to confirm the reported clotting or determine if there was an issue with the kit that caused or contributed to the issues observed. The root cause of the alarms was not determined. No manufacturing related defects were confirmed during the evaluation. Feedback from service order, (B)(4), is still pending at the time of this report. A supplemental report will be filed when this information is available. (B)(4). Not returned.

Event description:
Customer reported that they observed clots in the return line and also in the centrifuge bowl. Customer reported that they got collect and return pressure alarms. Central access with double lumen fit to dialysis. A/c : heparin 10000 iu / 500 ml ratio 10:1 css asked if the customer thinks that some clot may have been returned to the patient, customer said perhaps yes. The procedure was aborted immediately when the customer noticed the clots. The customer reported that the patient had no issue following the incident. Customer requested service to check the instrument. Service order, (B)(4), was dispatched. Css followed up on january 11, 2016 for the status of the patient. Customer stated that the patient condition is fine with no problems. The patient was treated again since the incident and there were no issues at all during the treatment. The customer returned the smart card for investigation.

Manufacturer narrative:
Service order number (B)(4) was dispatched to check the instrument. The service order feedback was as follows: service field engineer (fe) replaced a/c pump head, collect pressure sensor and performed checkout completed ok. A follow-up was done to obtain clarification on service performed: upon discussion with the fe, the reason why he replaced the a/c pump head was because of the verbal report from the customer when he arrived on-site. Presumably the a/c blood pump was not pumping enough ac into the kit. The fe changed the a/c pump head per the customer's request and made a pump volume verification. He also changed a pressure sensor (collect) as a preventive measure.